Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported patient experienced shocking up his back. Patient noted it shocked the daylights out of him. Troubleshooting prior the call including communicate with the ins, patient programmer showed stim off. They noted patient was at 1000 on the right side and 130 on the left. However, when pulling up settings, patient was showing p1 at 0.00 and p2 at 1.30, patient did not have any group showing. They were directed to follow up with hcp to have device checked. Additional information on 2019-june-19 from a consumer indicated rep worked with patient and patient programmer (pp) needed to be replaced. They reiterated shocking and numbers on the screen was documented in previous call. Rep told patient it could be the jack. They mentioned when rep was trying to troubleshoot, the shocking they had could not get stim back down and was having trouble turn stim off. They mentioned antenna was replaced 2 years ago, and pp was 6 and ½ years ago. It was reviewed shocking would not related to pp. They follow up with hcp as pss¿s recommendation whop redirected to rep, and rep recommended pp replacement. They could not troubleshoot due to lack of access to product. They were not available to troubleshoot or capture information for possible replacement. A replacement pp would be sent, pp would not do telemetry with or without antenna attached. Additional information from patient later date indicated the pp was not working right. Patient services did not gather the same information as it had been documented. They stated antenna was shipped 2 years ago. No further complication and no symptoms were reported.

Event description:
Additional information was received from the patient. It was reported that they went to input as usual and the shocking went up their back towards their neck. The patient stated that they turned the device off afterwards. The patient stated that the new programmer they received corrected their problems and confirmed that the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
H6: additional review indicated device code c63184 is not applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.